Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual string pot and the proximal setup joint (suj) cable. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation.

Event description:
It was reported that after a da vinci-assisted procedure, the customer had error 23072 on setup joint 1 while moving it on the z-axis. Issue happened at the end of surgery, while stowing the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the logs. The customer performed troubleshooting with the tse, but the error persisted. The tse informed the customer that the error would likely return. There was no patient harm.